Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the root cause of the event. However, based on the description of the event, it is likely that the reported event was caused by instrumentation that made contact with the sheath during the procedure. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: "respiratory surgery for lung cancer." "Possibility, that fragment of wound sheath remained in the patient`s body. Due it had a contact with hook shaped cautery knife while operation. We would like to know what would be the possible reaction could happen to the patient. Please kindly advice if it already happened before and we request to have the result report for the same case." Additional information was received via email on 06jul2018 from [distributor]: date of event: "(B)(6) 2018." Procedure being performed: "respiratory surgery for lung cancer." Lot#: "n/a due the operation staff already disposed the package. And we cannot trace from sales record because we supplied a two lot# at the same time." Patient status: "recovering without any problem." Was there any intervention: "after finding out that electron cautery knife had a contact with sheath, and a possibility that fragment of sheath remained inside patient`s body, surgeon clean the cavity and found the fragment." Was the device removed and replaced: "they removed and place a new wound retractor." Reason the device is not available to be returned: "a possibility of infection." Type of intervention: "after finding out that electron cautery knife had a contact with sheath, and a possibility that fragment of sheath remained inside patient`s body, surgeon clean the cavity and found the fragment. They removed and place a new wound retractor." Patient status: "recovering without any problem."